Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the unit was inspected, and it was found that drawer 2-2, row a, had a liquid spill on the station tray. A field service engineer replaced the tray, and the unit was tested to ensure proper functionality. The customer performed an inventory and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a leakage inside the unit, and a cubie was not reading properly. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.